Event description:
It was reported that a malfunction alarm occurred with malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any issue arises again.